Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited p-wave amplitude variation and high capture threshold. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of p-wave amplitude variations and high capture threshold were not confirmed. The lead was returned in one piece. Electrical testing, visual inspection and x-ray examination was normal with no anomalies found.